Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was not reproduced, and the event was not confirmed. The device was tested for several days, and no problem occurred. The device met all limits in the inspection procedure. The customer's settings were recovered. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a connection problem. The issue occurred during preparation for use for a planned diagnostic endoscopic examination of the nasopharynx at an outpatient appointment. The patient was not under anesthesia. The patient was offered a new appointment time to perform the procedure. There were no reports of patient harm.